Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7129141.

Event description:
It was reported that the patient leads migrated causing loss of low back coverage. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned as they were discarded per facility policy.